Event description:
It was reported that during a rotator cuff repair procedure using doubleplay anchor, the suture allegedly broke when the surgeon tried to tie a knot. Ultimately, the procedure was completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.